Manufacturer narrative:
Product analysis: although the excel sheet (service report) says (B)(4) 2018 was it's complete date,the service report was incomplete as it didn't contain the analysis findings. As of (B)(4) 2018, communications have confirmed the analysis findings of corroded bearings. (B)(4) 2018 will be considered the aware date as the service report was made complete with this information. The analysis found the handpiece had heated to 49 degrees celsius which is 120.2 degrees fahrenheit. The analysis found the bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
New information: product received date updated. Event description updated (see below). Initial reporter updated. New event description: account (B)(6) hospital used this handpiece but hadn't reported any issues with it. Upon return to and inspection by medtronic the handpiece was found to be overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
Device received for analysis,the pre-repair 1 minute temperature tests confirmed the overheating 51 degrees c. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated. The pre-repair 1 minute temperature tests confirmed the overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.